Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a bent tip clamp in the reported problem area of the pipette assembly. The tip clamp and tip retaining clamp were replaced. The instrument was inspected, tested without further problemm and returned to service.